Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered. No patient harm was reported.

Manufacturer narrative:
Date rec¿d by MFR : 26jun2019, date of report : 01aug2019. The customer reported that the problems were resolved by replacing the touch screen and the speaker assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.